Event description:
It was reported that the stent partially deployed while advancing the delivery system through the sheath. Reportedly, the physician was advancing the delivery system through the introducer sheath; however, the physician was encountering difficulties as there was significant resistance. The delivery system was removed; however, upon removal, it was identified that the inner catheter was exposed and the stent had partially flowered inside the sheath and could not be advanced any further. The procedure was completed with another device. There was no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device is in transit to the evaluation site. The event investigation is currently underway.